Manufacturer narrative:
(B)(4).

Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderate calcification, mildly tortuous, 90% stenosed, mid left anterior descending artery. The 2.75x15 mm trek rx balloon catheter was used for pre-dilatation; however, the balloon ruptured during the first inflation at 8 atmospheres. No resistance was felt during advancement or retraction of the balloon catheter in the anatomy. A new non-abbott balloon catheter was used to complete the case successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide cath: heartrail ii 6f al1.5. Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.